Manufacturer narrative:
Additional concomitant medical products: 5076-45 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts triggered for right ventricular (rv) pacing impedance out of range and ventricular defibrillation impedance out of range for the right ventricular (rv) lead. It was noted that the rv threshold was high. Additionally, there was an alert for atrial pacing impedance out of range for the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.